Manufacturer narrative:
It was reported that six calendar years post placement of a 3.0x33mm cypher stent in the left anterior descending lesion (lad), the male patient was admitted with an anterior st elevation myocardial infarction. Angiography demonstrated stent fracture with thrombotic occlusion at the fracture site; the blood flow was stopped distally at the stent fracture. Although, there was some improvement in blood with aspiration, it was reported that suction and balloon insertion failed and the patient was scheduled to have bypass graft of the lad. The target lesion was not calcified or tortuous. The stent was implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intra-myocardial. No myocardial bridging was noted. There is no information regarding the initial treatment in which the cypher was implanted. The stent remains implanted and films are not available. The lot number is not known; therefore, a device history record review cannot be completed. Stent fractures and thrombosis are known potential events associated with coronary artery stenting as outlined in the instructions for use. Possible factors contributing to stent fractures are long lesions and coronary segments that undergo significant motion. Based on the available information, it is possible that the actively movement characteristic of the artery segment which the stent was implanted contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). 2004. Additional information will be submitted within thirty days upon receipt.

Event description:
As reported by the sales representative, the male patient had a 3.0 x 33mm cypher stent placed in the left anterior descending lesion (lad) for an unknown reason in 2004. On (B)(6) 2010 , the patient experienced a stent fracture resulting in hospitalization. Patient came in to the emergency with an anterior st elevation mi. At the cath lab, the blood flow was stopped distally at the stent fracture. They aspirated a clot and had some improvement in blood flow. The patient received suctioning and balloon insertion which the representative stated had failed. Patient is scheduled to have a graft placed in his lad. No further information was provided. The target lesion was not calcified or tortuous. The stent was implanted in an actively moving segment of the artery. The stented area was not in a location where the vessel was intramyocardial. No myocardial bridging was noted.